Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial system implant. During follow-up the next day it was noted that the left ventricular lead was sensing atrial activity and exhibited loss of capture due to lead dislodgement. No further intervention was reported. The patient was noted to have been discharged.

Event description:
New information noted that the patient presented for a left ventricular lead revision procedure due to the previously reported lead dislodgement. An attempt was made to reposition the lead however a guidewire was unable to advance fully though. The lead was explanted and replaced on 8 jun 2020 and the patient was noted to have been discharged.

Manufacturer narrative:
Device codes "518 - stylet" and "2547 - separation failure" should have been included in the previous report the damage found was sustained during the surgical procedure. The lead was otherwise normal.